Event description:
It was reported that the inflatable penile prosthesis stopped performing as expected. The pump would stay collapsed when trying to inflate. The reservoir migrated out of the space of retzius and almost into the scrotum, which may have caused a kink in the tubing. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and pressure tested. The first cylinder had a hole in the proximal end of the cylinder from sharp instrument, consistent with explant damage. The second cylinder had buckling folds in the middle of the cylinder. Both cylinders passed leakage and pressure tests. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass activation tests. The reservoir was visually and microscopically examined, and leak tested. The reservoir had scaling in reservoir shell; however, it passed the leak test. Based on the information available and analysis results, the activation problem identified in the pump confirmed the reported pump collapse event. The reported event is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis stopped performing as expected. The pump would would stay collapsed when trying to inflate. The reservoir migrated out of the space of retzius and almost into the scrotum, which may have caused a kink in the tubing. The device was explanted and replaced. There were no patient complications.there were no patient complications.